Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on the same day. On an unreported date, the patient began treatment with heparin (ip), fortum (ip, 1 g, once daily) and vancomycin (1 g, 5th day, route not reported) for the peritonitis. At the time of this report, the patient was recovering from this peritonitis event.